Event description:
It was reported that one wheel of the evita trolley broke while pulling the trolley and that the unit tripped and hit an employee. It was also reported the employee complained of straining of the right arm, shoulder and neck.